Manufacturer narrative:
A ge service representative performed an onsite investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system subtraction mode was not working and had a loss of cine function. There was no patient injury or death reported.